Event description:
It was reported that a patient had a 3.5mm diameter x 15mm length integrity rx bare metal stent implanted and had a possible allergic reaction leading to pruritus (itchy skin). No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (reaction). Pre-disposed to the event (patient had numerous comorbidities including pruritus, erythematous and eczema). No results available since no evaluation performed (no device and no cine images returned for evaluation). Evaluation conclusion: unable to confirm complaint (no device and no cine images returned for evaluation). Pre-disposed to the event (patient had numerous comorbidities including pruritus, erythematous and eczema). Inherent risk or procedure (reaction). (B)(4).